Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s cardiac intensive critical care unit due to blood glucose (bg) level of 500 mg/dl, diabetic ketoacidosis and strep throat infection. The customer was treated with intravenous insulin, saline and saline with glucose. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, the customer¿s cartridge was used until zero usable units remained, and the customer allowed the pump battery to fully deplete due to not charging the battery which resulted in the pump subsequently shutting off. Reportedly, the customer was using pump supplies beyond labeling. Troubleshooting with cts indicated that pump battery was depleting normally based on settings and customer usage. Cts also informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with cts confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.